Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up. A device interrogation revealed episodes of post-paced t wave oversensing recorded by the implantable cardioverter defibrillator. No interventions were reported. The patient was stable. Further information was requested but not received.